Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a grub menu upon boot up, and it would not proceed. There were multiple reboots, but the issue persisted. The system started working again after they were shipped a solid state drive (ssd), so the field team shipped back the unused ssd. However, the issue resurfaced so the ssd was determined to require replacement. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: -, ubd: , UDI#: ; product ID: 9735740, serial/lot #: 2.1.0, ubd: , UDI#: h3/h6 - a manufacturer representative went to the site to service the system. Replaced the hard drive. Codes b01, c02, d02 apply. Evaluation of the hard drive found no fault with the component. Codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a grub menu upon boot up. The system started working again after they were shipped an ssd, so the field team shipped back the unused ssd. However, the issue has resurfaced and the field team are requesting a new ssd. System is not on thing wox for log pulls. There was no patient involvement.

Manufacturer narrative:
H3: analysis was performed for product 9736355, software version: 2.0.3-352. It was reported that there was an abrupt shutdown initiated from the system due to "connection has not authenticated soon enough, closing it (auth_timeout=30000ms, elapsed: 30000ms)" also, from the fsck logs it was seen that the data and time of the system were changed to future date. The year was inaccurate. The issue was consistent with the following known software issue: test track number 43454. Codes b01 (already reported), c10 and d02 (already reported) are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.